Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Customer reset pump with guidance from technical support, did not experience repeat malfunction, was advised to continue pump use and call back if issue recurred, and later chose to set up replacement pump after receiving setup instructions by email.